Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis in a patient coincident with dianeal pd4 1.5% solution therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. During a call, the following was reported. On (B)(6) 2012, the patient experienced peritonitis manifest by cloudy effluent. On (B)(6) 2012, the patient was hospitalized for the event. On the same day, the patient was treated with cefazolin and gentamycin. It was unknown if the patient recovered from the peritonitis. Per the healthcare professional, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, additional information was received by global pharmacovigilance (gpv) from a baxter employed health professional. On (B)(4) 2012, treatment with cefazoline and gentamycin was stopped and the patient was discharged from the hospital. On that same day, the patient recovered from the peritonitis. Should additional information become available, a follow-up report will be submitted.